Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced irritable bowel syndrome ("ibs"). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal and irritable bowel syndrome outcome was unknown. The reporter considered irritable bowel syndrome and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs"), genital haemorrhage ("bleeding"), anaemia ("becoming anemic every month"), fibromyalgia ("fibromyalgia") and influenza like illness ("flu like symptoms"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, irritable bowel syndrome, genital haemorrhage, anaemia, fibromyalgia and influenza like illness outcome was unknown. The reporter considered anaemia, fibromyalgia, genital haemorrhage, influenza like illness, irritable bowel syndrome and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events pelvic pain, genital bleeding, anemic, fibromyalgia and flu like symptoms were added. New reporter was added. Medical device removal was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs"), genital haemorrhage ("bleeding / heavy bleeding"), anaemia ("becoming anemic every month"), fibromyalgia ("fibromyalgia"), influenza like illness ("flu like symptoms"), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, irritable bowel syndrome, genital haemorrhage, anaemia, fibromyalgia, influenza like illness, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, fibromyalgia, genital haemorrhage, influenza like illness, irritable bowel syndrome and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Events added from pif- cramping, back pain. Date of birth, date of insertion were added. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced irritable bowel syndrome ("ibs"). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal and irritable bowel syndrome outcome was unknown. The reporter considered irritable bowel syndrome and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of product technical complaint. This is a retention case. Reference details and source documents were transferred from deletion case no. (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('essure coils were not seen in either tubal ostium') and genital haemorrhage ('bleeding / heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal, asthma, hypertension, uterine bleeding, menses irregular, menorrhagia, dyspareunia, abdominal pain lower, nausea, myalgia, myositis, endometrial biopsy, weight loss, anxiety, constipation, anemia, urinary incontinence and fluoroscopic imaging. Family history included breast cancer. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs"), anaemia ("becoming anemic every month"), fibromyalgia ("fibromyalgia"), influenza like illness ("flu like symptoms"), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery (essure device removal, novasure ablation and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, irritable bowel syndrome, anaemia, fibromyalgia, influenza like illness, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, device dislocation, fibromyalgia, genital haemorrhage, influenza like illness, irritable bowel syndrome and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: tubes did not appear to be occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('essure coils were not seen in either tubal ostium') and genital haemorrhage ('bleeding / heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal, asthma, hypertension, uterine bleeding, menses irregular, menorrhagia, dyspareunia, abdominal pain lower, nausea, myalgia, myositis, endometrial biopsy, weight loss, anxiety, constipation, anemia, urinary incontinence and fluoroscopic imaging. Family history included breast cancer. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs"), anaemia ("becoming anemic every month"), fibromyalgia ("fibromyalgia"), influenza like illness ("flu like symptoms"), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery (essure device removal, novasure ablation and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, irritable bowel syndrome, anaemia, fibromyalgia, influenza like illness, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, device dislocation, fibromyalgia, genital haemorrhage, influenza like illness, irritable bowel syndrome and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: tubes did not appear to be occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-nov-2020: mr received: event device dislocation added and made medically significant and intervention required due to surgery. Reporter, medical history ,family history , lab data and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('embedded within the myometrium/ essure coils were not seen in either tubal ostium') and genital haemorrhage ('bleeding / heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal, asthma, hypertension, abnormal uterine bleeding, menses irregular, menorrhagia, dyspareunia, abdominal pain lower, nausea, myalgia, myositis, endometrial biopsy, weight loss, anxiety, constipation, anemia, urinary incontinence and fluoroscopic imaging. Concurrent conditions included dysmenorrhea, post-traumatic stress disorder, heartburn, obesity, nicotine dependence, endometriosis, adenomyosis and essential hypertension. Family history included breast cancer. Concomitant products included amitriptyline hydrochloride (elavil), citalopram, fluticasone propionate, salmeterol xinafoate (advair), omeprazole (prilosec) and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs"), anaemia ("becoming anemic every month"), fibromyalgia ("fibromyalgia"), influenza like illness ("flu like symptoms"), abdominal pain lower ("cramping"), back pain ("back pain") and device expulsion ("embed and myome"). The patient was treated with surgery (essure device removal, novasure ablation and laparoscopic hysterectomy total with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, irritable bowel syndrome, anaemia, fibromyalgia, influenza like illness, abdominal pain lower, back pain and device expulsion outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, device expulsion, embedded device, fibromyalgia, genital haemorrhage, influenza like illness, irritable bowel syndrome and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: tubes did not appear to be occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-mar-2022: mr received. Event device dislocation update to embedded device. New event "approximately two-thirds of the device is embedded in the myometrium" added. Reporters, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('embedded within the myometrium/ essure coils were not seen in either tubal ostium') and genital haemorrhage ('bleeding / heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal, asthma, hypertension, abnormal uterine bleeding, menses irregular, menorrhagia, dyspareunia, abdominal pain lower, nausea, myalgia, myositis, endometrial biopsy, weight loss, anxiety, constipation, anemia, urinary incontinence and fluoroscopic imaging. Concurrent conditions included dysmenorrhea, post-traumatic stress disorder, heartburn, obesity, nicotine dependence, endometriosis, adenomyosis and essential hypertension. Family history included breast cancer. Concomitant products included amitriptyline hydrochloride (elavil), citalopram, fluticasone propionate;salmeterol xinafoate (advair), omeprazole (prilosec) and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("embed and myome"), abdominal pain lower ("cramping"), back pain ("back pain"), irritable bowel syndrome ("ibs"), anaemia ("becoming anemic every month"), fibromyalgia ("fibromyalgia") and influenza like illness ("flu like symptoms"). The patient was treated with surgery (essure device removal, novasure ablation and laparoscopic hysterectomy total with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, device expulsion, abdominal pain lower, back pain, irritable bowel syndrome, anaemia, fibromyalgia and influenza like illness outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, device expulsion, embedded device, fibromyalgia, genital haemorrhage, influenza like illness, irritable bowel syndrome and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: tubes did not appear to be occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.